Event description:
It was reported that during the procedure, after aspiration, when the physician removed the subject catheter from the patient's anatomy, the proximal part of the subject catheter was found broken. The physician removed the fractured fragment of the subject catheter out of the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg: updated. H3 summary attached: updated. H4 manufacturing date: added. D4 expiration date: added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be broken 6cm and 31cm from the catheter hub. The catheter shaft was seen to be kinked at 58cm and 60cm from the hub. There was dried blood seen along the distal shaft. Functional inspection was not required as the defect was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be broken therefore confirming the as reported event. The catheter was also seen to be kinked bent. The as reported 'catheter shaft broken/fractured during use', as well as the as analyzed 'catheter shaft broken/fractured during use', 'catheter shaft kinked/bent', will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, after aspiration, when the physician removed the subject catheter from the patient's anatomy, the proximal part of the subject catheter was found broken. The physician removed the fractured fragment of the subject catheter out of the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.